Manufacturer narrative:
This is one event of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-00815, 00816, 00817 and 00818.

Event description:
The plaintiff's attorney alleged that the decedent developed an infection and fluid on his chest in 2011 after regular use of the product. On (B)(6) 2012, the decedent experienced cardiopulmonary arrest and subsequently expired after use of the product.